Event description:
It was reported a red alert was received due to out-of-range (oor) shock impedances measuring 125 ohms on the right ventricular (rv) lead. Technical services (ts) informed that it is not uncommon for the lead to get into the 130 ohm range and be fine. Ts recommended to increase the upper rate limit to 150 ohms and if another red alert is received they may need to consider a commanded max energy shock. The field representative will discuss with the clinician. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported a red alert was received due to out-of-range (oor) shock impedances measuring 125 ohms on the right ventricular (rv) lead. Technical services (ts) informed that it is not uncommon for the lead to get into the 130 ohm range and be fine. Ts recommended to increase the upper rate limit to 150 ohms and if another red alert is received they may need to consider a commanded max energy shock. The field representative will discuss with the clinician. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that a defibrillation threshold (dft) test was performed in which the patient received a 41j shock that successfully converted and the shock lead impedances measured 116 ohms. The device was reprogrammed to raise the shock lead impedance alert to 150 ohms. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported a red alert was received due to out-of-range (oor) shock impedances measuring 125 ohms on the right ventricular (rv) lead. Technical services (ts) informed that it is not uncommon for the lead to get into the 130 ohm range and be fine. Ts recommended to increase the upper rate limit to 150 ohms and if another red alert is received, they may need to consider a commanded max energy shock. The field representative will discuss with the clinician. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that a defibrillation threshold (dft) test was performed in which the patient received a 41j shock that successfully converted, and the shock lead impedances measured 116 ohms. The device was reprogrammed to raise the shock lead impedance alert to 150 ohms. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported there was a stored signal artifact monitor (sam) episode in which the respiratory rate trend (rrt) was disabled with right ventricular (rv) coil to can measurement of greater than 200 ohms. There was no evidence of lead noise on either the pace/sense or shock channel. Technical services recommended further evaluation of shock impedances. At this time, the lead remains in service. No adverse patient effects were reported.